Event description:
This case was initially received via regulatory authority (B)(6) on 06-apr-2017. The most recent information was received on 30-may-2017. This spontaneous case was reported by a physician and describes the occurrence of pelvic pain ("pelvic pain") and metrorrhagia ("immediate metrorrhagia") in a (B)(6) year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's past medical history included caesarean section and venous insufficiency. On (B)(6) 2013, the patient had essure inserted. On the same day, the patient experienced metrorrhagia (seriousness criterion medically significant) and asthenia ("chronic asthenia"). In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), photophobia ("hypersensitivity to light"), menometrorrhagia ("menometrorrhagia") and breast pain ("breast pain"). On (B)(6) 2013, the patient experienced musculoskeletal pain ("left scapula pain"). In (B)(6) 2015, the patient experienced fibromyalgia ("diagnosis of fibromyalgia") with pain and musculoskeletal pain. On an unknown date, the patient experienced disturbance in attention ("rapid onset of difficulty concentrating") and aphasia ("difficulty finding words"). The patient was treated with surgery (suprapubic salpingectomy and subtotal hysterectomy (patient´s request)). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, metrorrhagia, fibromyalgia, asthenia, musculoskeletal pain, disturbance in attention, aphasia, photophobia, menometrorrhagia and breast pain outcome was unknown. The reporter provided no causality assessment for aphasia, asthenia, breast pain, disturbance in attention, fibromyalgia, menometrorrhagia, metrorrhagia, musculoskeletal pain, pelvic pain and photophobia with essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was (B)(6). The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same medra preferred term. In this particular case a search in the database was performed on (B)(6) 2017 for the following meddra preferred term: pelvic pain. The analysis in the global safety database revealed (B)(4) cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Quality-safety evaluation of ptc: based on the technical assessment, neither sample nor lot number was provided therefore, the quality unit was unable to conduct a review of the manufacturing batch record or perform a sample investigation. The quality unit was unable to confirm any quality defect or device malfunction at this time. No CAPA investigation is required at this time because there was no event reported which indicates a new technical failure mode for the device. A ptc investigation cannot be performed as no batch number or sample have been provided thus resulting in an unconfirmed quality defect. Most recent follow-up information incorporated above includes: on 30-may-2017: essure device removal questionnaire received - medical history, and events added (hypersensitivity to light, pelvic pain, menometrorrhagia and breast pain) company causality comment: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided on a supplemental report.

Manufacturer narrative:
This case was initially received via regulatory authority (B)(6) (reference number: (B)(4)) on 06-apr-2017. This spontaneous case was reported by a physician and describes the occurrence of pelvic pain ("pelvic pain") and metrorrhagia ("immediate metrorrhagia") in a (B)(6) female patient who had essure (batch no. B44004) inserted. The occurrence of additional non-serious events is detailed below. The patient's past medical history included caesarean section and venous insufficiency. On (B)(6) 2013, the patient had essure inserted. On the same day, the patient experienced metrorrhagia (seriousness criterion medically significant) and asthenia ("chronic asthenia"). In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), photophobia ("hypersensitivity to light"), menometrorrhagia ("menometrorrhagia") and breast pain ("breast pain"). On (B)(6) 2013, the patient experienced musculoskeletal pain ("left scapula pain"). In (B)(6) 2015, the patient experienced fibromyalgia ("diagnosis of fibromyalgia") with pain and musculoskeletal pain. On an unknown date, the patient experienced disturbance in attention ("rapid onset of difficulty concentrating") and aphasia ("difficulty finding words"). The patient was treated with surgery (suprapubic salpingectomy and subtotal hysterectomy (patient´s request)). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, metrorrhagia, fibromyalgia, asthenia, musculoskeletal pain, disturbance in attention, aphasia, photophobia, menometrorrhagia and breast pain outcome was unknown. The reporter provided no causality assessment for aphasia, asthenia, breast pain, disturbance in attention, fibromyalgia, menometrorrhagia, metrorrhagia, musculoskeletal pain, pelvic pain and photophobia with essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.3 kg/sqm. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same medra preferred term. In this particular case a search in the database was performed on 05-jul-2017 for the following meddra preferred term: pelvic pain. The analysis in the global safety database revealed 3028 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Most recent follow-up information incorporated above includes: on 5-jul-2017: lot number was provided. New reporter (physician) added. No further information is expected. Company causality comment: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This case was initially received via regulatory authority ansm (reference number: (B)(4)) on 06-apr-2017. The most recent information was received on 27-jul-2017. This spontaneous case was reported by a physician and describes the occurrence of pelvic pain ("pelvic pain") and metrorrhagia ("immediate metrorrhagia") in a (b(6) year-old female patient who had essure (batch no. B44004) inserted. The occurrence of additional non-serious events is detailed below. The patient's past medical history included caesarean section and venous insufficiency. On (B)(6) 2013, the patient had essure inserted. On the same day, the patient experienced metrorrhagia (seriousness criterion medically significant) and asthenia ("chronic asthenia"). In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), photophobia ("hypersensitivity to light"), menometrorrhagia ("menometrorrhagia") and breast pain ("breast pain"). On (B)(6) 2013, the patient experienced musculoskeletal pain ("left scapula pain"). In (B)(6) 2015, the patient experienced fibromyalgia ("diagnosis of fibromyalgia") with pain and musculoskeletal pain. On an unknown date, the patient experienced disturbance in attention ("rapid onset of difficulty concentrating") and aphasia ("difficulty finding words"). The patient was treated with surgery (suprapubic salpingectomy and subtotal hysterectomy (patient´s request)). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, metrorrhagia, fibromyalgia, asthenia, musculoskeletal pain, disturbance in attention, aphasia, photophobia, menometrorrhagia and breast pain outcome was unknown. The reporter provided no causality assessment for aphasia, asthenia, breast pain, disturbance in attention, fibromyalgia, menometrorrhagia, metrorrhagia, musculoskeletal pain, pelvic pain and photophobia with essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.3 kg/sqm. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same medra preferred term. In this particular case a search in the database was performed on 27-jul-2017 for the following meddra preferred term: pelvic pain. The analysis in the global safety database revealed 3.220 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Most recent follow-up information incorporated above includes: on 27-jul-2017: quality-safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.